Event description:
Allergan medical's legal department received a letter drafted on (B)(6) 2012 reporting a patient who "underwent breast augmentation surgery with implantation of mcghan saline filled implants in [sic] 1999 and was diagnosed with anaplastic large cell lymphoma adjacent to the implants in 2012." There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if information regarding implanting/explanting physician or any labs related to, but not limited to, any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl, the information will be reviewed, updated and forwarded.

Manufacturer narrative:
Medwatch submitted: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the (B)(4) study, in the labeling for silicone implants.